Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient experienced leakage of cerebrospinal fluid. A blood patch was administered to address the symptoms. The patient has since been implanted with a permanent implant and is currently using the device.